Event description:
When patient turned oxygen off, "a blast of vile smelling oxygen" from the cylinder and went into a full fledged asthma attack."cpi was advised by chad therapeutics, inc. That patient was hospitalized, "stabilized and subsequently released within a matter of hours."